Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump button response function properly. No button error alarms noted. However, found trace of moisture damage on the keypad trace. Inspect the insulin pump and no trace of moisture damage found on the electronic/motor assembly. Cracked reservoir tube lip, cracked belt clip slot and scratched display window noted

Event description:
The customer called to get a replacement insulin pump because it had moisture damage, and was alarming button error. The customer also stated that he was hospitalized for diabetic ketoacidosis. Nothing further was reported. Advised the customer that the insulin pump would be replaced. Nothing further was reported.